Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the home screen. Additionally, it was reported that a malfunction alarm occurred and that the battery depleted rapidly. Customer's blood glucose was 149 mg/dl. Reportedly, customer reverted to manual injections.